Manufacturer narrative:
(B)(4) (incision sutured). (B)(4). Evaluation: method (other): lens work order search. Results (other): visual inspection of the returned product found piece of the optic and plate haptic torn off and missing. There was evidence of clear surgical and reddish residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tf toric optic silicone single piece lens. Stated that once the lens was inserted into the eye the surgeon noticed the plate haptic did not look right, that it was a manufacturing defect. The lens was torn when pulling the lens to remove from the eye. The incision was enlarged and a suture was used to close the wound. Another same model and size lens was implanted.